Event description:
It was reported the patient "feels weak since the last device was implanted." It was also reported by the patient's spouse that the physician said the device might be "leaking." At the next follow up visit, the physician said "everything is okay." Follow-up was conducted to obtain information on the patient and whether the event was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.